Manufacturer narrative:
Summary of evaluation: this event is not device related but rather is associated with abnormal loading of the device and fatigue.

Event description:
Reporter stated, revision surgery revealed breakage of the tibial bearing component.